Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned opened, but unused in the original tyvek tray. Visual inspection confirmed there was a long dark hair attached to one of the white twist ties. The tie and hair had been removed from the tray and placed in a plastic bag. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that outside of surgery that there was a hair inside the pack of pulsavac hip kit in the wire which combines the tubes. The date the event occurred was not reported. There was no harm or injury as there was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: finland. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.